Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had a low blood glucose of 37 mg/dl. The customer treated with juice. They declined troubleshooting. The insulin pump will not be returned for analysis.